Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. High bg cause was unknown. Reportedly the customer was using insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges. Customer administered a correction bolus via the pump to address bg.